Event description:
The customer reported the ventilator alarmed and displayed a pressure sensor failure. The manufacturers service technician was able to duplicate the reported problem. The customer reported that the unit was in use, but no patient harm reported. If the reported problem occurred while in use in normal ventilation mode operation it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation the service tech found that the sensor ribbon cable burned. The service tech replaced the air & o2 flow sensor assembly. Applicable final testing was completed and passed to specifications.

Manufacturer narrative:
The service tech replaced the flowsensors to address the issue.